Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a supply bag which was connected to the white clamp was loose and disconnected, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection which resulted in a disconnection between the white clamp line of the homechoice cassette and the bag that led to this alarm. The patient was instructed to cycle the power to clear the alarm and end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.